Event description:
It was reported the patient was to undergo dbs system implant on (B)(6)2018. The physician attempted to insert the extension several times into the header channel 9-16 while the setscrew was unlocked, but it continued to block half way down. After several attempts, the distal end of the extension was damaged. A new extension was used and connected to a new ipg, and the issue resolved.